Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had warnings of high and low impedances. Follow up with the patient's clinic indicated that the patient has been seen and the lead is functioning as expected. The lead remains in use. No patient complications have been reported as a result of this event.